Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2011 21:51:22. During night drain cycle 1, the patient's ultrafiltration reading was 1866ml, indicating the home patient (hp) drained 1866ml more than their maximum programmed fill volume of 2500ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional info : (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was determined to be insufficient drain-inappropriate programmed initial drain alarm setting. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.